Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. A cause was not known. The customer performed a supply change to address the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.